Event description:
Additional information received from a physician via the clinical study indicated the outcome was resolved without sequelae on (B)(6) 2015 in regards to the lump at the catheter site.

Event description:
It was reported that the patient experienced post-operative weakness and numbness after initial pump implant on (B)(6) 2014. The patient was unable to walk. There were no new cord changes or bleeding identified. It was stated that radiology believed that the patient¿s tumor progression may have contributed and the healthcare provider (hcp) thought this was also an effect of the bupivacaine. The rate was decreased (by 20%) at that time and when the pump was refilled on (B)(6) 2014, the bupivacaine dose was decreased. This issue was stated to have resolved without sequela on (B)(6) 2014. The patient also experienced urinary/bowel retention at the (B)(6) 2014 refill. However, there was no indication that this was attributed to medication side effects. The patient was reprogrammed on (B)(6) 2014 and again on (B)(6) 2014. This issue was still considered as ongoing. The patient also experienced lower extremity weakness and numbness on (B)(6) 2014. Increased numbness was noted with personal therapy manager (ptm) activation. The event was attributed to intrathecal drug side effects. A therapeutic bolus was administered in the clinic on that day to monitor side effects; which resulted in decreasing the bolus dose and increasing the maximum activations. On (B)(6) 2014, the pump was refilled with increased concentration of clonidine and baclofen. Then on (B)(6) 2014, the patient experienced tingling with ptm activations. Then on (B)(6) 2014, the patient believed that ptm activations caused difficulty breathing; no changes were made to the ptm dose at that time. Furthermore, the patient experienced burning in the legs with ptm activations; no changes were made to ptm dose at that time. It was noted that the pump was reprogrammed and clonidine was removed from the pump on (B)(6) 2015. The medication side effects issue resolved without sequela. It was also reported that a hospice nurse noticed a lump at the catheter site on (B)(6) 2014 and notified the clinic. At the time of the event, the pump contained morphine, bupivacaine, clonidine, and baclofen. This issue was considered ongoing. No outcome or interventions were reported regarding the urinary/bowel retention. Additional information could not be obtained at the time of the report. Should additional be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).